Manufacturer narrative:
Visual inspection has confirmed the reported event that the abutment was fractured and only top portion was received. Evaluation in progress. Date received by manufacturer, add follow up type, add event problem codes, add evaluation codes.

Manufacturer narrative:
Product no returned to manufacturer.

Event description:
The dentist reported that patient came to the dental office with a locator abutment having been broken for several days. The tissue overgrew over the implant and when he lasered it away, he thought he could just screw the locator abutment back in and that is when he realized it was broken. Doctor was able to remove the broken part of the screw from the implant but it was suctioned up by the assistant.